Event description:
It was reported that the customer was hospitalized for high blood glucose levels, low blood pressure and low oxygen levels. It was stated that the customer suffers from several health complications. The caller was unable to troubleshoot at the time of the call. The caller stated that she would check the customer's blood glucose levels in 30 minutes and would call back if levels remained elevated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.